Manufacturer narrative:
Concomitant medical products: 694758, lead; implant date: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant pocket of the implantable cardioverter defibrillator (ICD) developed a blood hematoma. The pocket was opened and cleaned out. The ICD remains in use. No further patient complications have been reported as a result of this event.